Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and loosening. It is also alleged that the patient suffered from dislocation of the left hip.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and loosening. It is also alleged that the patient suffered from dislocation of the left hip. Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/26/16 - pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided for the left hip. There was no mention of dislocation or loosening within the revision operative note. Lab levels for indicated the cobalt levels were below 7ppb (no chromium levels provided). Both primary operative notes indicated a blood loss of (1300mls-right hip & 800mls-left hip), but no complications were noted. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy devices. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.